Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover accessory ¿dropped due to slippage¿. The customer used a backup tip cover to continue with the planned procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: mcs tip cover did not fall into the patient. Lubricant was not applied to the mcs instrument prior to the tip cover installation. There was no patient injury.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was analyzed and the complaint was not confirmed by failure analysis. Visual inspection found no damage to the tip cover accessory. The accessory was placed on an in-house system along with an in-house mcs instrument. The instrument was quickly moved in all directions, and the tip cover accessory stayed in the correct position. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues and no physical damage either. The accessory was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.